Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered while the customer was playing baseball and the touchscreen is no longer responsive. Customer had elevated blood glucose levels (277 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.